Manufacturer narrative:
(B)(4).

Event description:
Pt reported pair new tx request.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed. A pairing test was performed. There was no data log available to confirm the reported event of a failed transmitter error. The complaint confirmation was unable to be determined. A probable cause could not be determined. No additional patient or event information is available.